Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-jan-2021. The most recent information was received on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (children). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain (seriousness criterion medically significant) and pyoderma gangrenosum ("autoimmune disease pyoderma gangrenosum, on immunosuppressor treatment") with skin ulcer and pain of skin, 4 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("intense fatigue"), musculoskeletal pain ("significant joint and muscle pain"), sleep disorder ("sleeping disorder"), dysphonia ("hoarse voice") and nasal dryness ("dry nose"). The patient was treated with antiinflammatory agents and cortisone. Essure treatment was not changed. At the time of the report, the back pain, pyoderma gangrenosum, fatigue, musculoskeletal pain, sleep disorder, dysphonia and nasal dryness had not resolved. The reporter considered back pain, dysphonia, fatigue, musculoskeletal pain, nasal dryness, pyoderma gangrenosum and sleep disorder to be related to essure. The reporter commented: the side effects handicap me enormously in my daily life, since early (B)(6) 2012, that is to say 4 months after the placement of the implants, my life has become hell. No test could explain the sudden autoimmune disease: extremely painful skin ulcers (the first reached 10 cm in diameter within a few days and took 1 year to heal), the others that followed also, my legs are covered with scars. To date, the outbreaks are under control, however I just had a small ulcer which took 3 months to heal. I took cortisone from (B)(6) 2013 to (B)(6) 2020 and it certainly masked all of the pain and fatigue that I am feeling today. At 54, I feel like a little old woman riddled with pain as soon as I wake up. So I have to take anti-inflammatory drugs to be able to do my job and take care of my children. Am considering a removal in the coming months to have these harmful implants removed, which are causing health problems for so many women. I am obviously very angry because I lost 8 years of my life as a woman, wife and mother, and of my entire life diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: tests found no cause for autoimmune disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (children). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain (seriousness criterion medically significant) and pyoderma gangrenosum ("autoimmune disease pyoderma gangrenosum, on immunosuppressor treatment") with skin ulcer and pain of skin, 4 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("intense fatigue"), musculoskeletal pain ("significant joint and muscle pain"), sleep disorder ("sleeping disorder"), dysphonia ("hoarse voice") and nasal dryness ("dry nose"). The patient was treated with antiinflammatory agents and cortisone. Essure treatment was not changed. At the time of the report, the back pain, pyoderma gangrenosum, fatigue, musculoskeletal pain, sleep disorder, dysphonia and nasal dryness had not resolved. The reporter considered back pain, dysphonia, fatigue, musculoskeletal pain, nasal dryness, pyoderma gangrenosum and sleep disorder to be related to essure. The reporter commented: the side effects handicap me enormously in my daily life, since early (B)(6) 2012, that is to say 4 months after the placement of the implants, my life has become hell. No test could explain the sudden autoimmune disease: extremely painful skin ulcers (the first reached 10 cm in diameter within a few days and took 1 year to heal), the others that followed also, my legs are covered with scars. To date, the outbreaks are under control, however I just had a small ulcer which took 3 months to heal. I took cortisone from january 2013 to april 2020 and it certainly masked all of the pain and fatigue that I am feeling today. At (B)(6), I feel like a little old woman riddled with pain as soon as I wake up. So I have to take anti-inflammatory drugs to be able to do my job and take care of my children. Am considering a removal in the coming months to have these harmful implants removed, which are causing health problems for so many women. I am obviously very angry because I lost 8 years of my life as a woman, wife and mother, and of my entire life diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: tests found no cause for autoimmune disease. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.